Event description:
It was reported to covidien on 08/27/2009 that a customer had an issue with a peritoneal dialysis catheter. Customer states that the adaptors had hairline cracks. The adaptor has had about 1 mm plastic pieces break off from the catheter socket. Customer pulled and replaced the catheter.

Manufacturer narrative:
(B) (4). An investigation is currently underway; upon completion the results will be forwarded.